Event description:
It was reported that the hcp withdrew .3 ml from the catheter through a tb syringe and then reinjected it. The catheter was aspirated completely and re- primed. The patient stayed in recovery for four hours and was monitored for signs of withdrawal. There were no adverse symptoms reported. The drug in the pump was believed to be lioresal.

Event description:
Additional information noted that the event occurred during a pump replacement procedure. The pump this event was associated with was the new pump.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).